Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a disconnection of their leur lock adapter from their baxter supply bag during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 5 of 6 of treatment. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient continues treatments on the cycler. The adapter used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.